Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Us catalog # and lot # were updated to "d-1348-04-s" and "17083697l" (B)(4) it was reported that a (B)(6) male patient, underwent a ventricular tachycardia procedure with a thermocool smarttouch sf bi-directional nav catheter and smart ablate system displayed a ¿no temperature drop¿ alarm. Also, increases in impedance were shown and ablation was stopped in each particular case. Physician took catheter out and char formation was seen on catheter¿s tip; when physician tried to flush catheter there was no irrigation. When char was removed, catheter seemed to flush appropriately. Device was inserted again but now there was no temperature reading from the catheter. Therefore; procedure was cancelled, patient was on general anesthesia approximately 4 hours and no transseptal puncture was performed. Later on, during the evening of that day patient suffered a cerebrovascular accident which required computed tomography scanning. It was noted that patient had previous cerebrovascular accident. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the distal end of the catheter. Per the event an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force features was evaluated and pass. Therefore catheter was tested for electrical performance and was found within specifications, however catheter failed during temperature test. Further examination revealed that the thermocouple wires were broken at the tip section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified; however the root cause of the char remains unknown.

Event description:
It was reported that a (B)(6) male patient, underwent a ventricular tachycardia procedure with a thermocool® smarttouch® sf bi-directional nav catheter and smart ablate system displayed a ¿no temperature drop¿ alarm. Also, increases in impedance were shown and ablation was stopped in each particular case. Physician took catheter out and char formation was seen on catheter¿s tip; when physician tried to flush catheter there was no irrigation. When char was removed, catheter seemed to flush appropriately. Device was inserted again but now there was no temperature reading from the catheter. Therefore; procedure was cancelled, patient was on general anesthesia approximately 4 hours and no transseptal puncture was performed. Later on, during the evening of that day patient suffered a cerebrovascular accident which required computed tomography scanning. It was noted that patient had previous cerebrovascular accident. Patient required prolonged hospitalization. The patient was reported to have intermittent episodes of ventricular tachycardia so; further neurological examination will be performed. The physician¿s opinion regarding the cause of this adverse event is that this is difficult to answer as repeated ablations were administered in a severely diseased left ventricle. Settings during the event include: power control mode at 30 watts, temperature cut-off of 40 degrees, irrigation flow at baseline of 2 ml/min, irrigation flow during ablation of 8 ml/min and impedance cut off at 250 ohms. Patient was adequately anticoagulated with ongoing warfarin and with heparin making use of repeated act-measurements aiming and achieving a value of 350.

Manufacturer narrative:
During a routine follow-up on the patient¿s current condition, we were notified on february 12, 2016 that the patient expired on (B)(6) 2015. Since progression failed despite maximum intensive care and therapeutic measures were no longer meaningful, in consultation with the intensive care unit physicians, failure physicians and cardiologists, they settled life support. The physician¿s opinion on the cause of the death was patient related factors and that it was not product related. It was reported that the patient was very ill. The physician pointed out several times that the transient ischemic attack (tia)/stroke was not the cause of the hospitalization and death. It was stated that the tia/stroke which occurred on the (B)(6) 2016 procedure was probably caused by the char on the tip of the catheter. On (B)(6) 2015 the patient had another ablation procedure because of several vt-storms which is documented under manufacturer reference number (B)(4). The issues reported under this event were partial noise and char which were assessed as not reportable. The procedure was completed with no patient consequence. This death event will be reported under the first ablation procedure which documented the serious injury. Manufacturer reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17102363l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). IFU states in the event of a generator cut off (impedance or temperature), the catheter must be withdrawn and the tip dome electrode inspected for coagulum before radio frequency current is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Prior to reinsertion, ensure that the irrigation holes are not plugged.

Manufacturer narrative:
We are submitting this supplemental report as a correction. During an internal review, it was found that date of death field was processed as (B)(6) 2015. It should have stated (B)(6) 2015. Also in the report we referenced that the tia/stroke which occurred on the (B)(6) 2016 procedure was probably caused by the char on the tip of the catheter. The correct procedure date was (B)(6) 2015. (B)(4)

Manufacturer narrative:
During processing of this complaint, the conclusion was updated to reflect an internal corrective action was opened. After reviewing the conclusion, a discrepancy was noted. Originally we stated in the conclusion that the force features was evaluated and passed. However, after further review of the analysis, the force features could not be verified. Below is the updated and corrected conclusion: it was reported that a (B)(6) year old male patient, underwent a ventricular tachycardia procedure with a thermocool® smarttouch® sf bi-directional nav catheter and smart ablate system displayed a ¿no temperature drop¿ alarm. Also, increases in impedance were shown and ablation was stopped in each particular case. Physician took catheter out and char formation was seen on catheter¿s tip; when physician tried to flush catheter there was no irrigation. When char was removed, catheter seemed to flush appropriately. Device was inserted again but now there was no temperature reading from the catheter. Therefore; procedure was cancelled, patient was on general anesthesia approximately 4 hours and no transseptal puncture was performed. Later on, during the evening of that day patient suffered a cerebrovascular accident which required computed tomography scanning. It was noted that patient had previous cerebrovascular accident. During a routine follow-up on the patient¿s current condition, we were notified on february 12, 2016 that the patient expired on (B)(6) 2015. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found on the distal end of the catheter. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Therefore, the catheter was tested for electrical performance and was found within specifications. However, the catheter failed during temperature test. Further examination revealed that the thermocouple wires were broken at the tip section. Per this condition, the force feature cannot be verified. However, the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature failure has been verified. An internal corrective action has been opened to address the tc breakage on the tip section for smart touch and smart touch sf catheters. The customer complaint regarding char has been verified. The root cause of the patient consequences and patient death cannot be determined.